Event description:
It was reported that the foot pedal gets stuck and will not turn off. There was no patient injury reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned foot control assembly found that the set point switch cover is missing and signs of rust/corrosion on the unit. The returned device was tested using a known good compatible controller and wand; which was found that the ablate pedal cover is loose causing the pedal to activate on it's own due to the cover. The complaint was verified and the root cause was determined to be due to expected wear and tear. There were no indications to suggest the device did not meet product specifications upon release into distribution.